Manufacturer narrative:
Block b3: exact date unknown, event occurred in the year of 2023. Block d6b: explant date: (B)(6) 2024.

Event description:
It was reported that the patient experienced inadequate pain relief from the spinal cord stimulator (scs) device. The patient underwent an explant procedure.